Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an ureteroscopy (urs) procedure on (B)(6) 2018 to retrieve stones out of the ureter, the doctor got a kidney stone inside the ncircle tipless stone extractor basket. When he tried to pull it out the lock of the handle detached and the basket lost functionality. It was not possible to connect the black screw again. The device was removed in one piece and a new basket was opened. The procedure was completed using the new basket. No unintended section of the device detached inside the patient¿s body. No additional procedures were required. There were no adverse consequences or effects to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation is in open position with 2 cm of coil extending from the distal tip of the basket sheath. The collet knob is loose. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A visual examination noted the cannulated handle is not ¿caught¿ in the collet. A functional test determined the handle does not actuate the basket formation. The support sheath is partially severed 1 mm from the mlla. The basket sheath was found to have kinks at 1 mm past the mlla (the basket sheath is kinked where the support sheath is separated) and again at 52 cm from the distal tip of the basket sheath and 107 cm from distal tip of the basket sheath. The device history lot record was reviewed and noted there were no non-conformances associated with the reported failure. A search of complaint records found this is the only complaint associated with the complaint device lot number 8706197. The following information is included in the instructions for use (IFU) that accompanies this device in the precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not close due to the cannulated handle having pulled free from the collet knob that secures the cannula to the handle. The sheath of the device was found to be kinked in multiple locations. It is likely the sheath became damaged during use, increasing the force required to open and close the basket to the point that the cannulated handle pulled free from the collet knob preventing the basket from closing. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. The likely cause for this issue was product use or handling related ¿ the product received excessive pressure. Per the quality engineering risk assessment, no further action is required. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported during an ureteroscopy (urs) procedure on (B)(6) 2018 to retrieve stones out of the ureter, the doctor got a kidney stone inside the ncircle tipless stone extractor basket. When he tried to pull it out the lock of the handle detached and the basket lost functionality. It was not possible to connect the black screw again. The device was removed in one piece and a new basket was opened. The procedure was completed using the new basket. No unintended section of the device detached inside the patient's body. No additional procedures were required. There were no adverse consequences or effects to the patient due to this occurrence.